Event description:
During the essure insertion procedure, my body tremored and I threw up a few times. Afterwards, I had several infections, bloating and lower abdominal pain. I had them removed on (B)(6) 2012; however, I found out in (B)(6) 2013, via x-ray and CT scan that metal pieces were left behind in my body during surgery. I continue to have lower abdominal pain, bloating, digestion issues, food sensitivities, acne around the base of my neck, blurred eye-sight, fatigue and so forth. The only way to fully remove the rest of the broken coil pieces at this point in order to heal my body and prevent further damage (abnormal growths, coils poking other organs or attaching to other organs, etc) is via hysterectomy.